Manufacturer narrative:
Argus case#: (B)(4).

Event description:
Nearly chocked on this biotene, choke on medication, made me sick. Case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a female patient who received glycerin (biotene dry mouth moisturizing mouthwash (fresh mint) mouth wash (batch number 0e21n1, expiry date 30th april 2023) for dry mouth. On an unknown date, the patient started biotene dry mouth moisturizing mouthwash (fresh mint) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene dry mouth moisturizing mouthwash (fresh mint), the patient experienced choke on medication (serious criteria gsk medically significant) and sickness. Biotene dry mouth moisturizing mouthwash (fresh mint) was discontinued (dechallenge was unknown). On an unknown date, the outcome of the choke on medication and sickness were unknown. It was unknown if the reporter considered the choke on medication and sickness to be related to biotene dry mouth moisturizing mouthwash (fresh mint). Additional details: the consumer choked on the biotene.